Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the vitrectomy cut pump and replaced the printed circuit board (pcb) and the male pneumatic connector. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2012. Based on qa assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event can be attributed to the vitrectomy cut pump needing cleaning, and the pcba and pneumatic male connector. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification stopped working and a system message displayed prior to a cataract with intraocular lens implant procedure. There was no patient involvement.